Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging congestion, sore throat, burning nose and stinging. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that using a known good power supply and power cord, product investigation laboratory tech was able to confirm the device powers on and provides airflow. During review of the error log. During the investigation product investigation laboratory found dust contaminant on the front panel, top enclosure, bottom enclosure, hair-like fibers are observed on the top enclosure. A very light amount of dust-like contamination is seen in the bottom enclosure and on the blower. Product investigation laboratory is unable to confirm the complaint of burning and chemical smell. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.